Manufacturer narrative:
An additional MDR was needed for the explant of the device. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received indicated the device was explanted. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited complete loss of sensing. An x-ray revealed the lead was dislodged. The lead was programmed off. Patient was in stable condition.